Event description:
On (B) (6) 2009, the pt reported receiving an e7 (electronic) error, e6 (mechanical) error, e4 (occlusion) error, and e10 (cartridge) error on her infusion device. She inserted a new battery and the piston rod retracted either before or during the self-test and she had not pressed any buttons. She stated that the insulin cartridge was still in the infusion device when this occurred. To troubleshoot, the pt was instructed to perform the cartridge change procedure. She attempted to extend the piston rod but it would only move slightly and it would then stop and then begin moving again. She stated that the units were counting down on the display. She was out of town and did not have her backup infusion device. She stated that she had syringes and would attempt to get insulin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.